Event description:
In 2007, the pt stated that he observed gas bubbles in the insulin cartridge in use in his infusion device after the third day of use. During troubleshooting with a company representative, he stated that he did not allow his insulin to warm to room temperature, prior to filling a cartridge and placing the cartridge in the infusion device, and he reused his infusion set tubing. When he encounters gas bubbles in his insulin cartridge, he stated that he disconnects from his infusion site and primes the gas bubbles out to the cartridge and tubing. Details in the labeling were reinforced related to the need to warm insulin to room temperature and the single use of tubing. Twelve days later, he stated that he continues to observe gas bubbles in the cartridge while in use. He reported that he observes this more, hours after he disconnects from his infusion site and removes his infusion device in order to take a shower. In follow up, a replacement infusion device was shipped to the pt. The pt did not report any blood glucose concerns. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be retuned for evaluation.